Event description:
A distributor in (B) (4) reported that during their inwards goods inspection process, the yellow 'changeout' labels were found to be missing from an rt106 adult inspiratory heating breathing circuit. This omission was discovered prior to delivery of the device to the user. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the rt106 breathing circuit kit was visually inspected for missing components. Results: upon inspection, it was observed that the yellow 'changeout' labels were missing from the rt106 breathing circuit pack. A lot check revealed no other complaints of this nature for this lot number. Conclusion: changeout labels specifying each day of the week are included in every breathing circuit pack to mark the number of days the particular breathing circuit has been in use. Operator error during the packing process resulted in the labels being omitted from the circuit kit. The circuit pack appears to have also passed visual inspection for missing components. Fisher & paykel healthcare states in our user instructions that the breathing circuit is intended to be used for a maximum of 7 days. (B) (4).